Event description:
Olympus reviewed the following literature titled "gel immersion endoscopic mucosal resection (emr) for superficial nonampullary duodenal epithelial tumors may reduce procedure time compared with underwater emr (with video)". Literature summary: this retrospective cohort study was aimed to evaluate the endoscopic outcomes of underwater endoscopic mucosal resection (uemr) and gel immersion emr (giemr). Total 23 patients were included in this study. Giemr significantly reduced the procedure time compared with uemr. There was no significant difference between the uemr and giemr groups for en bloc resection rate and r0 resection rate. There was one case of intraoperative bleeding in the giemr group and one in the uemr group; both of which were controlled with endoscopic clips. No serious complications were observed in either group. This study concluded that giemr was safe and had good therapeutic results for snadets and showed the potential to accelerate the procedure time compared with uemr. This method may be particularly useful in areas where immersion in water is difficult. Intraoperative bleeding was defined as bleeding during or immediately after endoscopic resection. Type of adverse events/number of patients: [giemr group] (n= 13), intraoperative bleeding - 1 patient, [uemr group] (n=10), intraoperative bleeding - 1 patient. The literature described "ez clip", and hx-610-090l was selected since it was shipped most to the area during the study period. This article includes 3 reports: (B)(6) /gif-q260j, (B)(6)/sd-210l-15, (B)(6)/hx-610-090l. This report is 1 of 3 for (B)(6)/gif-q260j.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.